Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device was generating heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the motor device, it was determined that the flex circuit was damaged, the components were damaged, and there was heat. It was noted that there was liquid damage, and the hose was damaged. It was further determined that the device failed pretest for hand control assessment , handpiece temperature assessment, air pump assessment, no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensor and connector body, no short circuit between phases and connector body, motor thermistor assessment, and loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.